Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2016-10449.

Event description:
The sales rep reported that during a knee procedure two of their omnispan meniscal repair 12-degrees, the first implant loaded and fired fine but the second implant would not deploy and there was no clicking when pressing trigger on both devices. The sales rep stated that the second implants would just fall off of its holder on both devices. The sales rep reported that the surgeon cut out both first implants and moved over to complete the procedure with a 0-degree device using the same gun. The sales rep reported that there were no patient consequences but there was a 10 minute delay in the case. The sales rep stated that it was not user error that maybe mechanical error. The sales rep stated that both devices were discarded.